Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was receiving a morphine with concentration 25 mcg/ml at an unknown dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen in the logs at initial interrogation. The patient did not recently have magnetic resonance imaging. The motor stall had occurred over the weekend in (B)(6) 2019 (month and year known only). The motor stall was active. The company representative was called to the pump replacement case on (B)(6) 2019 regarding the pump motor stall. The company representative was told that the patient was having ¿issues over the past few months¿ in 2019 (year known only), but no further explanation on the issues was given. The company representative was also told there was a volume discrepancy one time at a refill that seem to be more out of range than what is acceptable but then it was fine. The date of the volume discrepancy was unknown (day, month, and year unknown). Yesterday ((B)(6) 2019), when they empty the pump, it was in normal range. The pump and catheter were replaced on (B)(6) 2019 and were to be returned to the manufacturer for analysis. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.